Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Returned packaging confirms lot number 9293502. The device was returned with the handle in the closed position. The basket formation was partially opened. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.7 cm in length. Visual examination noted the support sheath is bowed over. The basket sheath is bent and accordioned at the distal end of the support sheath. Functional testing noted the handle actuates the basket formation to fully open position, but does not close completely. 4 mm of the closed basket formation is extending from the end of the basket sheath. A review of the device history record for lot number 9293502 showed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history revealed this is the only complaint associated with lot 9293502. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that would fully open, but not fully close. The basket sheath was found to be damaged at the yellow support sheath. The basket sheath was buckled, preventing the basket from closing properly. The provided information stated the issue occurred before use of the device. The cause for the observed sheath buckling could not be determined. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new patient/event information received since the last report was submitted.

Manufacturer narrative:
Occupation: contracting and sourcing administrator. PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, the user had trouble opening and closing the ncircle delta wire tipless stone extractor basket. It was tight. They used another device to complete the stone extraction procedure successfully. The device was tested prior to use and the basket was not used on the patient. There were no adverse consequences to the patient as a result of this occurrence.